Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter; returned test strips produced high readings on 30 and 75 level. Defect found. R&d final root cause investigation has been completed. Most likely underlying root cause is vial being opened for a prolonged period of time; strips exposed to conditions outside its tolerance levels.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from of all results obtained. The customer's expected fasting blood glucose test result range is 90 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 03/28/2017 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: (B)(6). The customer called back to complete the initial complaint, the control solution test is reading out of the range given for level one, customer also stated that the readings are 50 mg/dl above the normal range of 90 - 120mg/dl.